Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents and scratches on the outer tube. Based on the investigation results, a definitive root cause could not be determined. However, the most likely cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid videoscope had a cut in the cord. The issue was found during reprocessing. There were no reports of patient involvement.